Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of throat problem and difficulty in breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleging of throat problem and difficulty in breathing. There was no report of serious or permanent patient harm or injury. Manufacturer clinical expert was unable to asses the reported event due to insufficient information. The device was returned to the manufacturer's product investigation laboratory for investigation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. There was no evidence of sound abatement foam degradation.